Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, while performing surgical stapling, the surgeon was able to press the green button but the device was unable to fire and the surgeon was not able to squeeze the handle. They opened another device with the same lot number to resolve the issue and complete the case. No patient injury.